Event description:
It was reported that a few weeks prior to report the patient woke up with frequency symptoms and painful urination. It was stated that by the next day, the symptoms had gone away. It was noted, the week prior to report the patient had the same symptoms occur so the patient went to the doctor to have their urine sampled. Reportedly, the patient was being treated for a urinary tract infection with an antibiotic ciprofloxacin. It was stated the patient was started on antibiotics on (B)(6) 2013.

Event description:
It was later reported the patient was still having concerns with their device or therapy but they were working with their doctor or manufacturer representative. It was stated the patient had appointments scheduled for (B)(4)-2014.

Manufacturer narrative:
Product ID 3093-28, lot# va0ahln, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).